Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing high blood glucose (bg) levels (322 mg/dl) and administered injections to manage bg levels. The customer stated was unsure of the possible causes of the high bg levels. The customer declined to troubleshoot.